Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented after receiving a notification. Interrogation showed episodes of non-sustained lead noise and oversensing of myopotentials. Programming changes were recommended.